Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was no longer sitting flush in the pump. Reportedly, the button was slightly tilted. Customer confirmed the button still successfully turned on the pump. Customer's blood glucose was 241 mg/dl at the time of the report.